Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was exposed to fluids, sweat. Customer's blood glucose was unknown. Customer stated once the device was exposed the display went immediately blank. The device also had a constant tone. The device is not returning for analysis.